Event description:
It was reported that during the implant procedure, the setscrew was able to be turned to secure the lead; however, the physician suspected that the setscrew had slipped. The physician expressed concern over the ability to unscrew the setscrew at time of replacement. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.